Event description:
Customer reported when the ett tube was filled with air any pressure would cause the air to leak. Customer stated the patient was reintubated with another tube without any patient harm.

Manufacturer narrative:
No analysis was performed the sample has not been received for evaluation to confirm the failure. The lot number provided is 13k0376jzx; according to the device history record 6050 pieces of (B)(4) were released on 12/13/2013. No non conformities reports related to the failure mode reported were found. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.